Manufacturer narrative:
The investigation of the complaint has been completed. It is based on an investigation of the returned dc/dc & standard connectors printed-circuit board(pcb) and panel user interface control cable. The received device logs did not cover the reported event. A visual inspection of the returned dc/dc & standard connectors pcb and panel user interface control cable was conducted. It showed that several pins in both the control cable and the corresponding pcb contact were broken, explaining the reported issue with a ventilator that did not turn on. Contact pins controlling the power feed to, as well as can communication with, the user interface panel, were broken. If the user interface panel loses contact, while on patient and during ventilation, ventilation will continue with the user set parameters and a buzzer alarm will sound to notify the user.

Event description:
(B)(4).

Event description:
(B)(6) 2016 10:38 am (gmt-5:00) added by (B)(6) ((B)(4)): it was reported that the ventilator does not start. There was no patient involvement reported. (B)(4).